Event description:
It was reported that the customer's pump did not detect cartridges, requiring frequent loading of new cartridges, and there were difficulties in getting cartridges to slide and click into place. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.